Manufacturer narrative:
On (B)(6) 2025, it was reported that the sensor broke into two pieces during removal. Only half of the sensor was removed at the time. The other half was still in user's arm. Per case notes, a second removal attempt was made on (B)(6). Magnet and ultrasound were used, and all the pieces of the sensor were successfully extracted. An RMA was approved to return the broken sensor to senseonics for further investigation. However, at the time of this complaint closure the sensor was not received at senseonics. The root cause for sensor fracture is usually excessive force applied by the removal clamps or grabbing an extremity of the sensor. In some cases, the patient's tissue at insertion sites may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. Sensor breakage is a known and anticipated potential adverse effect which does not require additional investigation. B4.date of this report 18 dec 2025. G3.date received by the manufacturer? 18 dec 2025. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 4311,22.

Event description:
Senseonics was made aware of an incident where sensor broke into two pieces during the initial removal attempt. The user is doing well, and both pieces were successfully removed during a second removal procedure on (B)(6) 2025. An RMA was created to request the sensor return only, as the hcp confirmed that both pieces were retrieved.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.